Event description:
The following was reported to hamilton medical ag: the ventilator indicated the following: [1] external flow sensor failed [2] check flow sensor tubing. Please note that the flow sensor calibration passed and the tubings were correctly connected. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator indicated the following: [1] external flow sensor failed [2] check flow sensor tubing. Please note that the flow sensor calibration passed and the tubings were correctly connected. No patient involvement.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).